Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in the estimated remaining longevity, from 51% in (B)(6) 2021 to elective replacement indicator (eri) battery status in july 2022. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis of the data confirmed the device was depleting prematurely and replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service.